Event description:
It was reported that "we received a verbal report of a PICC where the tip has floated up back on itself. Patient returning to radiology to have issue investigated. Insertion date friday 26th feb. 135cm kit (335q) issue, PICC blocked/not functioning with tpn 0300 2nd march. PICC out of use for 9 hours. Fixed on fluoroscopy table. A pivc was inserted for other meds (obviously not tpn)."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded:the complaint that the PICC floated back on itself was confirmed, but the exact cause could not be determined from the two radiographic images that were provided for investigation. In one image, the distal end of the catheter was shown with a typical downward trajectory. In the other image, the catheter was turned upward in the cephalad direction where it appeared kinked and then turned back downward. While the tip displacement was confirmed from the provided images, the exact cause of the reported event could not be determined. The instructions for use (IFU) states, ¿exceeding the maximum flow rate of 5 ml/sec or the maximum pressure of power injectors of 300 psi, may result in catheter failure and/or catheter tip displacement.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey1746 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "we received a verbal report of a PICC where the tip has floated up back on itself. Patient returning to radiology to have issue investigated. Insertion date friday 26th feb. 135cm kit (335q) issue, PICC blocked/not functioning with tpn 0300 2nd march. PICC out of use for 9 hours. Fixed on fluoroscopy table. A pivc was inserted for other meds (obviously not tpn)."